Event description:
Customer's daughter reported hospitalization due high blood glucose readings of 600 mg/dl. Customer reported waking up with high blood glucose readings. It was noted that the customer forgot to remove the needle guard for the sure t set. Customer was treated with IV drips and manual injections at the hospital. Customer's recent blood glucose reading was 206 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.